Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer's mother stated that the buttons on the insulin pump were all unresponsive. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces also with a corroded battery tube. No button error alarms noted. The insulin pump had cracked case at display window corners, cracked belt clip slot, cracked battery tube threads, minor scratches on reservoir tube window and minor scratches on the lcd window.